Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a damaged a downstream occlusion (dso) seal, scratched lens, and a damaged remote dose connector. Functional test was performed and found a defective dso sensor. The reported problem was confirmed, and the cause was a damaged remote dose connector. The remote dose connector and dso seal will be replaced.

Event description:
It was reported that the device had an issue with the bolus connector. There was no patient involvement. Device analysis identified a damaged downstream occlusion sensor.